Event description:
It was reported that the zimmer meshgraft ii was not making a complete graft. Additional information received through clinical follow up with the hospital on (B)(6) 2010: graft was stated to be partially meshed and an additional graft was required to complete the case.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate the device is 33 years old and has been returned for repair previously. A visual inspection found damage to the cutting surface and the calibration was out of specification. The damage was likely caused by mishandling. The cause of the reported issue is related to the damage and mishandling. The device was serviced and returned to the customer.